Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump ended up being in some water and stopped working. The blood glucose was 172 mg/dl at the time of the incident. Customer mentioned that she ate a late breakfast, and when trying to turn it on to bolus the pump is not turning on, batteries have been changed and pump is still not turning on. Customer stated that she saw moisture in the screen. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.